Event description:
Pt developed bilateral capsular contractures grade ii with intracapsular rupture of both implants. Physician proceeded with bilateral open capsulotomy with removal of silicone breast implants and replacement with saline.